Event description:
The physician reported that during an implant attempt of the subject pacemaker, a lead connection problem was incurred. Specifically, it was indicated that the clicking of the associated screwdriver was not heard during the first connection attempt. The lead was subsequently withdrawn and re-inserted, and the lead was reportedly connected properly. After the implant procedure was completed felt very dizzy so the device was interrogated and there was high ventricular impedance (> 3000 ohms). Another pacemaker was subsequently implanted.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, a lead connection problem was incurred. Specifically, it was indicated that the clicking of the associated screwdriver was not heard during the first connection attempt. The lead was subsequently withdrawn and re-inserted, and the lead was reportedly connected properly. After the implant procedure was completed felt very dizzy so the device was interrogated and there was high ventricular impedance (> 3000 ohms). Another pacemaker was subsequently implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, a lead connection problem was incurred. Specifically, it was indicated that the clicking of the associated screwdriver was not heard during the first connection attempt. The lead was subsequently withdrawn and re-inserted, and the lead was reportedly connected properly. After the implant procedure was completed felt very dizzy so the device was interrogated and there was high ventricular impedance (> 3000 ohms). Another pacemaker was subsequently implanted.